Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer was also hospitalized. Nothing further reported.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads, broken clip slot and cracked reservoir tube lip.